Event description:
It was reported by service report that the scale was displaying a 203 error code. There was patient involvement, however no adverse consequences were reported.

Manufacturer narrative:
Results: fluid found on the inside of the cable connection between the cable and load cell.